Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation and leg length discrepancy. The modular head, taper adapter, acetabular cup and liner were removed and replaced with a biomet head/taper and competitor acetabular component(s).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " and " undesirable shortening of limb.